Event description:
It was reported that the right ventricular (rv) lead thresholds had increased over time and impedance had jumped three to four months ago to a high level. Fracture was suspected. The lead was capped. During the replacement procedure there was difficulty placing the new right ventricular (rv) lead. The lead was placed in three different positions around the capped lead in an attempt to accomplish acceptable numbers. Post-operatively, the patient became profoundly bradycardic due to acute threshold increase to high levels and loss of capture. The impedance also increased acutely to high levels. Rapid response was called and the output was increased to restore capture and pacing. The patient was taken back into surgery to have the lead removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).